Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; h2; h3; h6. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of use (nicked or gouged) and is confirmed fractured. The associated cup was returned with the fractured piece in it. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00875705401, 64932786 shell with cluster holes porous 54 mm o.d. Size jj for use with jj liners. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the screw on the continuum impactor broke off after the cup was seated. The surgeon was unable to get the fractured screw out of the cup. As a result, the cup was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.